Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a spot or blemish on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of iol.